Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms as well as noise and oversensing. Additional information became available that this lead also had pacing inhibition, pacing rate not as expected and as a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.